Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 10 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a worn bladder and pneumatic assembly.

Event description:
This report summarizes 12 malfunction events in which the device reportedly had a decrease in pressure. - 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 12 previously reported events are included in this follow-up record. Product return status 5 devices were received. 7 devices were not available for evaluation.

Event description:
This report summarizes 12 malfunction events in which the device reportedly had a decrease in pressure. - 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 1 device was received. 11 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a worn bladder and pneumatic assembly. 12 devices were labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly had a decrease in pressure. 12 events had patient involvement; no patient impact.